Event description:
The patient contacted animas on (B)(6) 2013 reporting that they do not know when the pump last had power. The patient stated that the he had a late lunch around 3pm and since then reading and he did not hear the pump beep to give a warning/alarm. There is no damage to the pump or the battery cap. Customer support (cs) advised the patient to go on alternate method of insulin delivery. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history showed the pump had rebooted. No damage was observed to the battery compartment. The battery cap threads were damaged and the battery cap contact height and width were within specifications. The cap attached to the pump securely and the pump powered on appropriately. The pump was exercised for 24 hours with no alarms occurring. During investigation, the pump was opened and no damage was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.